Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has bent battery pins. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. The j1 pin 1 was slightly bent on the returned battery pca. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted.